Event description:
It was reported that there were concerns of premature battery depletion (pbd) with this implantable pacemaker device. Data analysis showed the battery appeared to be depleting more quickly than expected. Device currently remains in service. No additional adverse patient effects were reported.